Event description:
On wheelchairs that have a "breakaway" footrest feature there is a metal support that protrudes out towards the pt's leg as they are seated. This event where the pt was bruised and/or lacerated is not an isolated icident. Long-term care facilities use wheelchairs for a large percentage of their population.